Event description:
During evaluation of a returned homechoice device, a high drain 103 alarm was identified in the log. This alarm indicates that the patient has drained more than 200% of their maximum prescribed fill volume. The alarm occurred during night drain cycle three on (B)(6) 2014 at 11:53:11. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported increased intra-peritoneal volume (iipv) condition. The cause was not able to be determined. Should additional relevant information become available a supplemental report will be submitted.